Event description:
Healthcare professional (hcp) reported a home pt (hp) had a leak in their transfer set during treatment. Per hcp, the tubing had come out of the twist clamp. Per hcp, the hp went to the ER and had set changed. Hp was treated with prophylactic antibiotics. Per hcp there was no pt injury associated with this incident.